Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will ot receive it and no analysis or testing will be done. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. The reporter has declined to provided allergan further info regarding event details or pt data.

Event description:
Apollo rep reported a lap-band system erosion and there was "a lot of infection in there." The problem was first noticed when the pt had "a lot of redness" in the port area, and the pt was complaining of "pain". Apollo rep explanted the doctor told them the pt was put on "steroids for asthma," and the doctor feels the "steroids" were the cause of the pt's symptoms and erosion. The lap-band system has been removed.